Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. To fix the issue the cable, coiled and cable, display to video rcvr were replaced. Repair was completed. Function and safetyvtests were performed with positive results.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use, that cs300 had faulty display. No patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: h6(problem code, investigation findings, component code).